Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that a 980 ventilator inspiratory auto zero solenoid was not operational. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection was carried out on the returned ifm pcb with no anomalies observed. It was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with a diagnostic code and the message inspiratory autozero solenoid not operational. The analysis determined the failure to be consistent with events for the inspiratory auto zero solenoid not operational related to a possible faulty so1 designator. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be consistent with a faulty auto zero solenoid (so1) in ifm pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator inspiratory auto zero solenoid was not operational. The ventilator was not in use on a patient at the time of the reported event.